Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during a procedure. The procedure was completed with no patient harm. No further information available.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation. A video of the surgery is attached to the parent file and has been reviewed by the manufacturing site. The video confirms that one of the three trocar is leaking. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The provided video confirms that one of the trocar was leaking. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).